Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2016, the patient experienced bilateral cerebral and left cerebellar acute/subacute infarcts due to pre-existing, chronic, right internal carotid artery occlusion and severe focal stenosis of the paraclinoid left internal carotid artery (ica) and left carotid artery occlusion. Following imaging, the patient became hypotensive, unresponsive, and went into respiratory failure. Code blue was called. The patient was intubated, stabilized, and angioplasty of the left ica was performed. Subsequently, worsening of pre-existing anemia and thrombocytopenia occurred and dialysis was initiated for renal failure. Pneumonia occurred and due to worsening condition, the patient was given comfort measures only. On (B)(6) 2016, the patient expired due to respiratory failure, secondary to the stroke. Per study physician, the death, stroke, renal failure, respiratory failure, hypotension, pneumonia, anemia, thrombocytopenia, were all unrelated to any mitraclip device. Additionally per physician, there were no adverse patient effects due to the asd. There was no additional information provided. The asd referenced is filed on the steerable guide catheter under a separate medwatch report number. (B)(4). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the second clip became entrapped in the chordae, requiring clip implantation in the chordae to remove the clip delivery system. It was reported that a mitraclip procedure was performed to treat severe functional mitral regurgitation, grade 4+. The patient presented with a small left atrium. One mitraclip was implanted without issue. A second mitraclip was attempted medial to the first clip. There was difficulty positioning this clip due to visualization and anatomy. During positioning, the clip became stuck in the chordae. The clip was implanted on the chordae in order to remove the delivery system. Per physician, it had taken extra time to visualize the clip for orientation due to visualization difficulty; however, there was no clinically significant delay. Enlargement of the iatrogenic atrial septal defect (asd) was detected, with a rightward bowing of the posterior atrial septum, possible dissection of the interatrial septum with a left to right shunt. No treatment was provided. The procedure was aborted. Post-procedure, mr remained grade 4+ and the procedure was deemed unsuccessful.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. It should be noted that while there was no change in mitral regurgitation (mr), the reported patient effects of worsening mr and failure to deliver mitraclip to the intended site, are listed in the mitraclip system instructions for use (IFU)as known possible complications associated with mitraclip procedures. All available information was investigated, and the reported physical resistance (difficulty positioning) appears to be related to patient morphology/pathology and user technique/procedural circumstances, which then resulted in the clip becoming caught on the chordae. The reported foreign body in patient, and unchanged mr, were a result of chordal entanglement as the clip was implanted on the chordae and not the leaflets (procedural circumstances). The reported additional therapy/non-surgical treatment was a result of case specific circumstances as the clip was deployed on chordae in order to remove the clip delivery system (cds). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.